Event description:
The customer received a blood glucose reading of 161 mg/dl from his contour usb and a reading of 88mg/dl from his contour meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.